Manufacturer narrative:
The glidescope titanium lopro t4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned lopro t4 blade and confirmed the reported bad video issue. Visible corrosion to the blade's connector was discovered. The lopro t4 blade was scrapped and a replacement was sent to the customer. The glidescope video laryngoscopes operations and maintenance manual (omm) states "using hospital-grade clean air, which is free from oils and residuals found in common compressed air, blow out the connectors. This dries the connectors and removes any remaining residuals." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion on the connector pins. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the blades. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4, the blade was not producing an image. The lopro t4 blade was tried on several monitors with the same results. A delay in the procedure of less than one (1) minute occurred while a back-up verathon blade was obtained. No harm to the patient or user was reported.